Manufacturer narrative:
As reported the lead replacement was due to high impedance was confirmed. As received the model lead 3186 was complete, microscopic inspection observed all wires broken in the lead, that would cause high impedance issue as reported.

Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that following a fall patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.